Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of vascular injury and hematoma are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of minor injury and hematoma, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated. Literature attachment: title: ¿a single center review of a total transfemoral approach to upper extremity access in branched and fenestrated physician modified endografts"

Event description:
It was reported that this was a single-center review studying patient impact between an upper extremity mixed (uem) versus a total transfemoral (ttf) access approach. The study showed significantly less operative time, blood loss, radiation exposure, and fluoroscopic time for patients in the ttf group, which indicates a possible benefit to both patients and providers while preserving excellent technical success. Using a ttf approach with adequately-sized lumen may improve operative and long-term outcomes. A patient effect of hematoma at the access site was reported with per-close proglide vessel closure use with a death unrelated to the operation. Specific patient information is documented as unknown.